Manufacturer narrative:
Image review: the images received showed deformation of the stent, there was raised wire wraps on the proximal end of the stent. (B)(4).

Event description:
The physician was attempting to use resolute onyx drug-eluting stents (2.75 x 38 mm, 2.25 x 30mm) to treat lesions in the lcx and first marginal artery bifurcation lesion of medina 1, 1, 1 type. The lesions were long with high grade stenosis, and moderate-to-severe calcification. The lcx was angulated distal to the bifurcation. The procedure was done by femoral approach using a 7 f system. Mini-crush technique was planned for the bifurcation treatment. The lesions had been adequately pre-dilated using high pressure balloons. No issues were noted when removing the device from the hoop. The protective sheath was present on the device and there were no difficulties when removing the sheath. The stents were inspected prior to use with no issues noted. Excessive force was required to advance the stents through the lesion. It is reported that deformation of the stent struts of the 2.75 x 38 mm resolute onyx occurred during a failed attempt to deliver the stent into the lesion. The stent slipped from the balloon during removal from the hemostatic valve and remained in the hemostatic valve of the y-connector. No intervention was required to remove the stent. The second resolute onyx drug-eluting stent 2.25 x 30mm could also not be delivered to the lesion resulting in deformation of stent struts. The y-connector was exchanged and the procedure was successfully completed using resolute integrity stents. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
The hypotube was kinked in numerous places. The distal shaft was kinked 4.1cm, 5.1cm and 5.4cm proximal to the distal tip. The stent was positioned on the balloon between the markerbands as per specifications. There was misalignment of stent struts on the 24th, 25th, 26th, 27th and 28th distal stent wraps. There was deformation to the distal tip. The proximal balloon folds were bunched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.